Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation perforation (fallopian tube(s))"), device breakage ("device fracture"), embedded device ("right coil is protruding out of fallopian tube and stuck in uterus"), device dislocation ("migration / displacement of left coil"), pelvic inflammatory disease ("acute pid (pelvic inflammatory disease)"), genital haemorrhage ("abnormal bleeding") and adenomyosis ("adenomyosis less than a year later") in a 28-year-old female patient who had essure (batch no. B66014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, acne vulgaris, urinary tract infection, back pain, dysuria, tiredness, polyuria, ear pain, itchy eyes, runny nose, sneezing, kidney stone, respiratory tract congestion and mononucleosis. Previously administered products included for an unreported indication: excedrin and zyrtec. Concurrent conditions included body mass index normal, cough, foot pain, acne, endometritis, bacterial vaginosis, sexually transmitted disease nos, bipolar affective disorder, adenomyosis, pharyngitis, vaginitis, menometrorrhagia, yeast infection, insomnia, hot flashes and libido decreased. Concomitant products included fluoxetine hydrochloride (prozac) since 2011, ketorolac tromethamine (toradol) and lithium carbonate (lithium carbon) since 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), constipation ("chronic constipation"), alopecia ("hair loss"), migraine ("migraines/headaches"), headache ("headaches/migraines"), nausea ("nausea"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems condition: increased depression/chronic"), anxiety ("psychological or psychiatric problems condition: anxiety"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). On (B)(6) 2014, the patient experienced adenomyosis (seriousness criterion medically significant), 8 months 27 days after insertion of essure. In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2015, the patient experienced myopia ("vision/eye problems type: near") and hypermetropia ("vision/eye problems type: farsighted"). In (B)(6) 2016, the patient was found to have antinuclear antibody increased ("ana levels high nos") and experienced solar dermatitis ("rashes or skin conditions type: sun sensitivity rash"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain in extremity ("right hand pain / thumb pain"), arthralgia ("wrist pain") and photosensitivity reaction ("allergic or hypersensitivity reaction type: sun"). The patient was treated with surgery (unilateral salpingectomy on (B)(6) 2014, total hysterectomy (uterus and cervix removed) on (B)(6) 2016 and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, embedded device, device dislocation, pelvic inflammatory disease, adenomyosis, weight increased, antinuclear antibody increased, dyspareunia, constipation, migraine, headache, nausea, allergy to metals, depression, anxiety, solar dermatitis, myopia, hypermetropia, back pain, pain in extremity, arthralgia and photosensitivity reaction outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the fatigue and alopecia was resolving. The reporter provided no causality assessment for adenomyosis and embedded device with essure. The reporter considered abdominal pain lower, allergy to metals, alopecia, antinuclear antibody increased, anxiety, arthralgia, back pain, constipation, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypermetropia, menorrhagia, migraine, myopia, nausea, pain in extremity, pelvic inflammatory disease, photosensitivity reaction, solar dermatitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2013 and removal date as (B)(6) 2014, (B)(6) 2015. Current weight 198 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Pathology test - on (B)(6) 2016: uterus and bilateral fallopian tubes (hysterectomy .and bilateral salpingectomies): ¿ secretory endometrium. -unremarkable myometrium. - cervix with squamous metaplasia. - right fallopian tube 'with hydrosalpinx. - left fallopian tube, no pathologic change. Ultrasound scan - on (B)(6) 2014: essure coils appear to be in good position. There is no evidence of complications from placement. Normal exam allowing for probable corpus luteum cyst in the left ovary. If symptoms persist, a follow up study would be helpful to verify that this regresses; on (B)(6) 2015: displacement or perforation of left coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2019: medical record received. Event pelvic inflammatory disease & lot number, concomitant & historical drugs, conditions were added. Product, patient & reporter information updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5038499) on 26-feb-2015. The most recent information was received on 17-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("device fracture"), embedded device ("right coil is protruding out of fallopian tube and stuck in uterus"), device dislocation ("migration / displacement of left coil"), pelvic inflammatory disease ("acute pid (pelvic inflammatory disease)"), genital haemorrhage ("abnormal bleeding") and adenomyosis ("adenomyosis less than a year later") in a 28-year-old female patient who had essure (batch no. B66014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, acne vulgaris, urinary tract infection, back pain, dysuria, tiredness, polyuria, ear pain, itchy eyes, runny nose, sneezing, kidney stone, respiratory tract congestion and mononucleosis. Previously administered products included for an unreported indication: excedrin and zyrtec. Concurrent conditions included body mass index normal, cough, foot pain, acne, endometritis, bacterial vaginosis, sexually transmitted disease, bipolar affective disorder, adenomyosis, pharyngitis, vaginitis, menometrorrhagia, yeast infection, insomnia, hot flashes and libido decreased. Concomitant products included fluoxetine hydrochloride (prozac) since 2011, ketorolac tromethamine (toradol) and lithium carbonate (lithium carbon) since 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), constipation ("chronic constipation"), alopecia ("hair loss"), migraine ("migraines/headaches"), headache ("headaches/migraines"), nausea ("nausea"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems condition: increased depression/chronic"), anxiety ("psychological or psychiatric problems condition: anxiety"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). On (B)(6) 2014, the patient experienced adenomyosis (seriousness criterion medically significant), 8 months 27 days after insertion of essure. In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In april 2015, the patient experienced myopia ("vision/eye problems type: near") and hypermetropia ("vision/eye problems type: farsighted"). In (B)(6) 2016, the patient was found to have antinuclear antibody increased ("ana levels high nos") and experienced solar dermatitis ("rashes or skin conditions type: sun sensitivity rash"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain in extremity ("right hand pain / thumb pain"), arthralgia ("wrist pain") and photosensitivity reaction ("allergic or hypersensitivity reaction type: sun"). The patient was treated with surgery (unilateral salpingectomy on (B)(6) 2014, total hysterectomy (uterus and cervix removed) on (B)(6) 2016. And robotic total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, embedded device, device dislocation, pelvic inflammatory disease, adenomyosis, weight increased, antinuclear antibody increased, dyspareunia, constipation, migraine, headache, nausea, allergy to metals, depression, anxiety, solar dermatitis, myopia, hypermetropia, back pain, pain in extremity, arthralgia and photosensitivity reaction outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the fatigue and alopecia was resolving. The reporter provided no causality assessment for adenomyosis and embedded device with essure. The reporter considered abdominal pain lower, allergy to metals, alopecia, antinuclear antibody increased, anxiety, arthralgia, back pain, constipation, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypermetropia, menorrhagia, migraine, myopia, nausea, pain in extremity, pelvic inflammatory disease, photosensitivity reaction, solar dermatitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2013 and removal date as (B)(6) 2014, (B)(6) 2015. Current weight 198 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Pathology test - on (B)(6) 2016: uterus and bilateral fallopian tubes (hysterectomy and bilateral salpingectomies): ¿ secretory endometrium. Unremarkable myometrium. Cervix with squamous metaplasia. Right fallopian tube 'with hydrosalpinx. Left fallopian tube, no pathologic change. Ultrasound scan - on (B)(6) 2014: essure coils appear to be in good position. There is no evidence of complications from placement. Normal exam allowing for probable corpus luteum cyst in the left ovary. If symptoms persist, a follow up study would be helpful to verify that this regresses; on (B)(6) 2015: displacement or perforation of left coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: quality safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5038499) in united states on 26-feb-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 (no details mentioned). Consumer reported that she was diagnosed with adenomyosis less than a year later, on (B)(6) 2014. The term intervention required was mentioned but not specified and/or assigned to one of the events. No additional information was provided. Follow up information from 23-mar-2015: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Adenomyosis, as reported by the patient, is not a failure mode related to essure. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is not indicative of a quality deficit per se and was considered unrelated by company. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up 30-mar-2015: follow up letter received from the consumer. Consumer's age was provided, (B)(6). Consumer reported that the event previously reported, adenomyosis less than a year later, resulted in hysteroscopy, laparoscopy removal of right essure coil and portion of right fallopian tube on (B)(6) 2015. Follow-up received on 02-apr-2015: ptc assessment updated without major changes. Follow up information received from consumer via regulatory authority (case# mw504067) on 01-jun-2015: she stated that a test was performed and confirmed that the right coil was protruding out of fallopian tube and stuck in uterus. She assessed event outcome as required intervention; however she did not specify it. Follow-up from 10-jul-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Follow up 22-jun-2016: legal claim was received from lawyer on behalf of plaintiff. Plaintiff was implanted with essure for permanent sterilization and had the device removed due to complications. Company causality comment: this non-medically confirmed and spontaneous legal case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced adenomyosis less than a year after placement. Also, it was later informed the confirmation test showed that the right coil was protruding out of fallopian tube and stuck in uterus. According to additional information received through legal claim, essure devices were removed. These events are serious due medical importance. The adenomyosis is unlisted in essure reference safety information while the other event, interpreted as device embedment, is listed. Uterine perforation may occur with insertion of a fallopian tubal occlusion insert (essure). These perforation can be partial and the device may be embedded in uterine wall. Besides, adenomyosis is a disorder in which ectopic endometrial tissue develops into the uterine musculature. In this case, the adenomyosis could had a contributory role in device embedment (the embedment is related to essure given it's nature). Consumer underwent a hysteroscopy, laparoscopy removal of right essure coil and portion of right fallopian tube due to adenomyosis according to reporter. Thus, considering the adenomyosis is probably the main cause of embedment and given essure's local action in fallopian tubes, causality between adenomyosis and suspect insert is very unlikely. Upon receipt of additional information this case was then classified as incident since device removal was required. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5038499) on 26-feb-2015. The most recent information was received on 13-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation "), device breakage ("device fracture"), embedded device ("right coil is protruding out of fallopian tube and stuck in uterus"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding") and adenomyosis ("adenomyosis less than a year later") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 8 months 27 days after insertion of essure, the patient experienced adenomyosis (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (removal of essure implant), surgery (removal of essure), surgery (removal of essure), surgery (removal of essure) . Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device breakage, embedded device, device dislocation, genital haemorrhage, adenomyosis and weight increased outcome was unknown. The reporter considered device breakage, device dislocation, genital haemorrhage, perforation and weight increased to be related to essure. The reporter provided no causality assessment for adenomyosis and embedded device with essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Adenomyosis, as reported by the patient, is not a failure mode related to essure. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is not indicative of a quality deficit per se and was considered unrelated by company. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 13-nov-2017: follow up from summons received- case become potentially legal, reporter added, start date and stop date was updated. Events migration, perforation device fracture, abnormal bleeding, weight gain, pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5038499) on 26-feb-2015. The most recent information was received on 24-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("device fracture"), embedded device ("right coil is protruding out of fallopian tube and stuck in uterus"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding") and adenomyosis ("adenomyosis less than a year later") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder. Concurrent conditions included body mass index normal. Concomitant products included fluoxetine hydrochloride (prozac) since 2011 and lithium carbonate (lithium carbon) since 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), constipation ("chronic constipation"), alopecia ("hair loss"), migraine ("migraines/headaches"), headache ("headaches/migraines"), nausea ("nausea"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems condition: increased depression/chronic"), anxiety ("psychological or psychiatric problems condition: anxiety"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). On (B)(6) 2014, the patient experienced adenomyosis (seriousness criterion medically significant), 8 months 27 days after insertion of essure. In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2015, the patient experienced myopia ("vision/eye problems type: near") and hypermetropia ("vision/eye problems type: farsighted"). In (B)(6) 2016, the patient was found to have antinuclear antibody increased ("ana levels high") and experienced solar dermatitis ("rashes or skin conditions type: sun sensitivity rash"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain in extremity ("right hand pain / thumb pain"), arthralgia ("wrist pain") and photosensitivity reaction ("allergic or hypersensitivity reaction type: sun"). The patient was treated with surgery (unilateral salpingectomy on (B)(6) 2014, total hysterectomy (uterus and cervix removed) on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, embedded device, device dislocation, adenomyosis, weight increased, antinuclear antibody increased, dyspareunia, constipation, migraine, headache, nausea, allergy to metals, depression, anxiety, solar dermatitis, myopia, hypermetropia, back pain, pain in extremity, arthralgia and photosensitivity reaction outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the fatigue and alopecia was resolving. The reporter provided no causality assessment for adenomyosis and embedded device with essure. The reporter considered abdominal pain lower, allergy to metals, alopecia, antinuclear antibody increased, anxiety, arthralgia, back pain, constipation, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypermetropia, menorrhagia, migraine, myopia, nausea, pain in extremity, photosensitivity reaction, solar dermatitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2013 and removal date as (B)(6) 2014, (B)(6) 2015. Current weight 198 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received: events: vaginal haemorrhage, menorrhagia, photosensitivity allergic reaction, ana increased, dysmenorrhea, dyspareunia, constipation, fatigue, hair loss, migraines, headaches, nausea, allergy to metals, depression, fallopian tube perforation, solar rash, myopia, hypermetropia, photosensitivity allergic reaction, lower abdominal pain, back pain, arthralgia, hand pain were added. Event onset date and outcome were added. Concomitant drugs and condition were added. Reporters were added. Essure removal and insertion date were updated. Reporter causality comments were added. Lab data was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.